Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in pain all the time. The patient stated that the ins was implanted in the patient for sciatica in their back and legs. The patient stated that they were having a tremendous amount of back pain and had gone through 2 myelograms. The patient stated that they had a back issue and needed an MRI because more issues came up. The patient stated that when they would turn stimulation up the stimulation would aggravate the patient more than dealing with the pain and alleviate the burning sensation. The patient stated that they hadn't had a long period of nerve pain so the patient stopped turning the stimulation up. The patient doesn't believe there was an issue with the device. The patient was in pain all the time since implant. The patient stated that probably four years ago the stimulation aggravated them when increased. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pain level was increasing due to disc degeneration and bulging into nerves even after three lumbar fusions. The discomfort of another myleogram was terrible. The pain was worse after the explant, and to program the stimulator that high was terrible. The patient knew that they would need another surgery, and after two myelograms they were not going through that experience again. No further complications were reported or anticipated.